Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG fall-off test. The cause for the failure was isolated to a defective v4 on ECG"d" component. The root cause for the defective v4 component could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing ECG non-functional messages.